Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. The customer changed their pump supplies and their bg level increased to 430 mg/dl. The customer had received an occlusion alarms which they believed caused the elevated bg levels. A pump system check was performed, insulin was not observed to be exiting the infusion set tubing. During the system check, the customer loaded a new infusion set tubing. Tandem technical support (cts) educated the customer in regards to occlusion alarms and advised the customer to change their site if their bg levels did not decrease. Cts attempted to contact the customer multiple times to determine whether the tubing change resolved the issues; however, no response was received.